Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor is distorted in the connector at 1.5cm(spin) and no further helix testing is possible.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead helix was not extending and retracting fully. After being positioned in the atrium, it took the physician over twenty rotations for the lead helix to retract completely. Other attempts were made, but with each attempt, it took even more rotations than the first. The physician elected to extract the lead and used a different one. No patient complications have been reported as a result of this event.